Event description:
Information received from the field does not address the patient's clinical status but notes that egms revealed oversensing due to loss of bi-ventricular capture. The left ventricular lead did not capture at maximum output. Capture was regained when the output was increased to 4.0 v for the right ventricular lead and to 5.75 v for the left ventricular lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received